Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that patient called about their neurostimulator. Caller said that on monday night the incision opened up. They called the doctor and they got them in and stitched them up tuesday. Patient said since they got the implant they h ave been having the runs. Last night they got up and stood up and it just came out of them. The symptoms started within the last three days. Patient said the doctor told them to call the representative. Walked caller through checking their settings and was on program 3 at 2. 2 ma. Patient increased the stimulation until they felt it. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and reiterated that the therapy helped for maybe 3-4 weeks post permanent implant and then it stopped helping their symptoms. Patient stated it was like they did not even have the implant. Patient stated during the trial the therapy helped their symptoms/the test worked fabulously, and they felt the stimulation but now they felt nothing. Patient services reviewed stimulation considerations and therapy expectations as well as programming considerations with the patient and the patient stated they had been changing programs and increased the stimulation up as high as it would go and they couldn't feel anything. Patient stated they kept getting a maximum settings message and couldn't go any higher. Patient denied having had any falls or traumas that would have led to the issue. Patient services redirected the patient to follow up with their health care provider (hcp) and if needed the hcp could page a representative to come to an appointment to meet with the patient and check the implanted system. Patient stated they'd called a representative (rep) today ((B)(6) 2024) and left a message describing their issue but they hadn't heard back yet. Patient services reviewed the role of the rep with the patient and again redirected patient to follow up with their hcp. Patient stated they would reach out to their hcp to set up an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.